Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. No displacement anomalies noted. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify a35 alarms due to motor error alarms. Rewind functioned properly during our testing. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, stained keypad overlay, stained end cap sticker and stained address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's spouse that the insulin pump alarmed. The customer's blood glucose was unknown. The customer is unable to completed displacement test, due to pump not coming out of rewind. Advised customer to discontinue the use of the insulin pump and revert to back up plan.